Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the third firing of the device the clips were feeding sideways and jammed the device. Another device was used to complete the case with no pt consequence.